Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (B)(4).

Event description:
It was reported through the litigation process that the filter tilted, migrated and embedded in the wall of ivc. Approximately two months post filter deployment, there was a unsuccessful attempt to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that the filter tilted, migrated and embedded in the wall of ivc. Approximately two months post filter deployment, there was a unsuccessful attempt to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one month later, computed tomography of abdomen without contrast revealed the filter legs protruded into the right renal vein. The apex of the filter protrudes against the medial wall of the inferior vena cava, though it was not certain that it actually penetrates the ball. The filter laid at the approximate angle of 30 degree off from the inferior vena cava lumen. On the same day, computed tomography of chest with and without contrast revealed there was a prominent saddle embolus at the bifurcation of the right pulmonary artery. The bulk of the thrombus extends into the right lower lobe. There was no identifiable thrombus in the right upper lobe. There was minimal thrombus extended into the right middle lobe. There was also thrombus at the bifurcation of the innominate artery in the left infrahilar region. After five days, the right internal jugular vein was accessed with a micropuncture needle under ultrasound. Through the needle, a 0.018 inch wire was advanced under fluoroscopy. Over this wire, the tract was dilated; initially a 10 french sheath was advanced into the inferior vena cava however, for subsequent attempt at using the hangman's technique for filter retrieval, a 16 french sheath (cook) was placed. The filter was noted to be at an approximate 30-degree angle, with the apex protruded into or through the wall of the inferior vena cava. Using a forceps device under fluoroscopy, several limbs of the filter which were located in an accessory renal vein were grasped and repositioned (foreign body retrieval) so that they were now located in the inferior vena cava and away from the vein, still attached to the filter apex. This was performed to prevent potential for damage to the accessory renal vein and/or clot migration via accessory pathway. The right common femoral vein was accessed with a micropuncture needle under ultrasound. Through the needle, a 0.018 inch wire was advanced under fluoroscopy. Innumerous attempts were made to grasp and reposition the filter so that the apex would be in an alignment amenable to retrieval. This included grasping the filter just under the apex and/or grasping several limbs of the filter using the forceps device from both the common femoral and internal jugular access. The hangman's technique was also attempted, using a c-2 cobra catheter, kumpe catheter, and mickelson catheter to try to feed and snare a wire located around the apex of the filter; however, despite being able to surround the filter with wire and snare the wire, the filter apex proved to be too embedded within the inferior vena cava wall to move it. A loop-snare technique was also used, without success. Attempt at snaring the limbs of the filter was not successful, because the tips of the limbs were also noted to be embedded in the inferior vena cava. After exhausting all possible means to reposition or remove the filter, the procedure was stopped. Require laser excision or vascular excision for removal. Final fluoroscopic venogram showed the filter in slightly better alignment, approximately 20 degrees, with the limbs outside of the accessory renal vein. After ten days, computed tomography angiography of abdomen with and without contrast revealed the filter apex was moderate to severely tilted to the left. At least one of the lower legs appears to be perforate through the wall of the inferior vena cava, not an uncommon appearance. The apex of the filter appears to either passed beyond the left wall of the inferior vena cava or into a small venouscollateral. The apex of the filter passes beyond the left lateral margin of the inferior vena cava suggests apex filter penetration. The patient reportedly experienced abdominal pain. Therefore, the investigation is confirmed for alleged filter tilt, perforation of the inferior vena cava and retrieval difficulties. However, the investigation is inconclusive for alleged filter migration. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.